Event description:
It was reported that an error message was observed on the pulse generator through remote transmission. The patient was seen in clinic where the error message was cleared by programming in new device parameters. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.